Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. It was reported that patient had a knee replacement on (B)(6) 2016. Experienced severe pain for the last month. Patient visited a bone and joint surgeon. After x-rays she was told that the plastic part was badly worn and need to be replaced. Doi: (B)(6) 2016; dor: none reported (unk knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: a2 (age).